Event description:
The customer reported the roll cart top platform needed to be replaced. No patient involvement. The remote service engineer provided the part number to the customer and the customer will repair the cart. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer reported that the roll stand top was damaged during transport of the unit. The customer replaced the top platform, and the issue was resolved. Unit was returned to service.